Event description:
The customer stated they received questionable results for multiple assays for 21 to 40 patient samples and for qc material. Of the data provided, only the results calcium were a reportable malfunction. The patients were 18-50 years old and were both male and female. The customer stated the calcium results were running from 11-12 mg/dl and physicians were complaining about results. Upon repeat testing, the results would be between 9-10 mg/dl. Examples provided were samples with initial results of 11.5, 11.6 mg/dl and repeat results of 9.6, 9.8 mg/dl. The repeat results were believed to be correct. The patients were not adversely affected. The calcium reagent lot number was 68888501 with an expiration date of 09/30/2014. The field service representative determined there was a possible instrument fluidic contamination. He performed a decontamination of the analyzer and replaced the water filter and degasser filter. The customer ran calibration which passed and qc with results within established range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.